Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo further cardiac clearance and may possibly under an ipg replacement procedure, if the charging issue is not resolved.

Manufacturer narrative:
Correction to the initial MDR in field b5. Additional information was received that the patient was provided with a replacement charger and has not reported any additional charging complications. No device malfunction is suspected.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo further cardiac clearance and may possibly under an ipg replacement procedure, if the charging issue is not resolved.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo further cardiac clearance and may possibly under an ipg replacement procedure, if the charging issue is not resolved.